Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Customer reported alternate insulin therapy was not available at time of report but declined follow up from tandem technical support. Customer¿s blood glucose level was 151 mg/dl.